Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +8.5 hip femoral head; pinnacle mtl ins neut40idx56od hip acetabular liner; pinn multihole w/gription 56mm hip acetabular cup; unknown hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Complaint description: pfs and medical records received. Patient was revised for a loose cup that had spun out. The unknown hip implant was also added to ip due to the ppf allegation of bone fracture since unknown bone was fractured. Doi: (B)(6) 2008; dor: (B)(6) 2009; (left hip) second revision. (B)(4) (left hip); first revision. (B)(4) (left hip); second revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.